Manufacturer narrative:
Final device investigation found that the device was returned to the MFR in good visual condition. Upon evaluation, the device passed all electrical and functional testing. The device history record was reviewed and there were no related discrepancies. The instructions for use state "use a wet gauze pad to keep the jaws clean."

Event description:
It was reported that during a laparoscopic vaginal hysterectomy, the coagulated tissue was sticking to the jaws of the device. The tissue was getting torn when moving the jaws, causing more bleeding. The amount of bleeding was not reported. Another device was used to complete the procedure. There was no pt injury. Additional info was requested, but no additional info was provided. A follow-up report will be sent if additional info is received.